Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the device never helped the patient's symptoms. Caller said the patient got (B)(6) either from the implant procedure or between the eval and implant. Caller said not the patient has fistula and the hcp said they won't do anything till the device is removed. Agent did not ask about the circumstances that led to the reported issue. No device issues were reported.